Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during patient use. The study was completed as planned, as saving images is not always necessary in electrophysiology cases. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed the frontal ippc failed to boot up. Upon troubleshooting, fse found the database to be defective and performed a database repair procedure. The philips engineer reset the database. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not save the live images. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and reset the database. The device was returned to expected functionality.